Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received: one used catheter connector and one used filter out of a contiplex c set sh, 15°, 25g x 7½" 0.53 x 190 mm without packaging. The returned catheter connector was subjected to a visual examination. As-received condition the connector was closed. We detected no damages. Furthermore the connection between the returned used catheter connector and an original packed catheter was taken to a tensile strength test according to the test plan. Nominal: min. 5.5 n. Actual: 8.13 n. The tensile strength is within the specification. The defect is due to a development error and already known. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Therefore this complaint is considered as confirmed. The complaint is filed for statistical purpose. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by (B)(6)): catheter came off from closed-connector.